Event description:
The hosp reported that at the end of the saphenous vein harvest, the jaws of the hemopro seemed to stay activated. They did not have a red glow but were smoking. The harvester thought it turned off so he continued to do the "stab and grab" at the ankle. After the vein came out and he was closing the incision on the pt, he observed a small pea size burn at the ankle. The doctor instructed him to cut out the area of burn and close the wound. This was completed with an approximate 2-3 centimeter incision. The burn was above the ankle, from the inside out. They excised it and sutured the wound using normal suture technique. It was treated as an incision would be treated since there was no burn left. It was close to the stab incision from the stab and grab so it was included in the same dressing. No special treatment needed. They called it a 1st and 2nd degree burn. The rest of the surgery was completed as normal. The device was sent to the hospital's quality dept and is not currently available to return.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B)(4).